Event description:
It was reported that there was intermittent atrial undersensing and the interval plot does not seem to plot the atrial electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.